Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
Customer reported the monitor giving blurred vision and partial rupture of end part of gvl 4 blade. There was no harm to patients reported. It was unknown when the malfunction was discovered.

Manufacturer narrative:
Technical services evaluated the blade and confirmed poor image quality and the blade was broken in pieces (splitting). The device was scrapped and the customer's blade was replaced.